Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The additional patient effects reported in the article are captured under separate a medwatch report the device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported slda, expulsion, death, renal failure, embolism, foreign body in patient, cerebrovascular accident, hemorrhage, pericardial effusion, and tissue injury were unable to be determined. The reported patient effects of death, embolism, tissue injury, cerebrovascular accident, pericardial effusion, hemorrhage, and renal failure, the reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a prospective study designed to evaluate aims to investigate the initial experience of the transcatheter edge-to-edge repair (teer) system, including the g4 system, particularly in terms of short-term outcomes in patients with mitral regurgitation (mr). Complications identified in the study included: hospitalization, in-hospital death, mortality at 30 days, single leaflet device attachment (slda), device embolization, leaflet tear, mitral valve surgery, all stroke, pericardial effusion, major bleeding, acute kidney injury, iatrogenic atrial septal defect closure. In conclusion, the ocean-mitral registry has demonstrated the short-term outcomes of teer systems, including the g4 system, in symptomatic patients with primary and secondary mr. The acute procedural success rate in the g2 system was excellent, and that in the g4 system was expected to improve with the multidisciplinary heart valve team approach. Details are listed in the attached article titled, "short-term outcomes following transcatheter edge-to-edge repair / insights from the ocean-mitral registry".